Event description:
It was reported to boston scientific corporation that a flexima preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During unpacking, the packaging was found damaged. The sterility of the device was compromised. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a020503 captures the reportable event of packaging seal compromised. Block h10: the returned flexima biliary preloaded stent was returned for analysis. The device did not present issues. The device did not have evidence of use. The device package was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. Based on the provided and collected information, the device met all manufacturing requirements and no abnormalities were reported during the manufacturing process; after analysis it was determined that the package of the device wasn't returned for analysis and the returned device didn't present issues, no evidence of use was found. Therefore since the device didn't present issues and the package of the device wasn't returned for analysis the reported complaint cannot be confirmed, no problem detected is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima preloaded biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2021. During unpacking, the packaging was found damaged. The sterility of the device was compromised. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.